Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017: failure to follow steps / instructions, guide wire size.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with heavy calcification. The 5x150mm absolute pro self expanding stent system (sess) was advanced to the target lesion; however, after releasing one section of the stent the thumbwheel became stuck. Therefore, the handle was opened to attempt to release the stent, but the stent could not be release. Difficulty was noted when attempting to retract the stent. During retraction, a section of the stent separated in the vessel, while the remaining portion was elongated and deformed. The entire delivery system was removed and a command 18 guide wire (gw) was used with the absolute pro device. It was noted that the guide wire could not advance down the vessel. Another device was used to complete the procedure. There was no adverse patient sequela. No additional information was provided.

Event description:
Subsequent to the previously filed report, it was reported that a command 18 guide wire was advanced to the target lesion with resistance due to the anatomy; however, the command 18 guide wire was used with the absolute pro stent with out issue. The guide wire was removed from the patient with the absolute pro sess. A 5x150 absolute pro stent was implanted to embed the separated portion of the first stent. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, a .018¿ command 18 guide wire was used with the absolute pro ll. It should be noted the absolute pro ll peripheral self-expanding stent system instructions for use (IFU), materials required section states: one 0.035¿ (0.89 mm) diameter guide wire. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. The IFU deviation appears to have caused/contributed to the reported difficulties. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that use of the undersized 0.018¿ command 18 guide wire resulted in the distal shaft becoming bent in the heavily calcified anatomy thus resulting in preventing the shaft lumens from moving freely; resulting in the reported mechanical jam and the reported activation/deployment failure. Manipulation of the compromised device resulted in the reported stretched stent and ultimately resulted in the reported stent material separation; thus resulting in the reported difficult to remove. The treatment appears to be related to the operational context of the procedure as reportedly a 5x150 absolute pro stent was implanted and embedded the separated portion of the first stent. A cine was received and reviewed by an abbott vascular clinical specialist. It is unclear if/how the vessel was prepped and if the stent itself was caught on the heavy calcification in the body. It is also unclear what prompted the physician to disassemble the handle and if that impacted the subpar delivery further. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: health effect clinical code 2687 removed.